Manufacturer narrative:
Concomitant products: product ID neu_unknown_cath, product type catheter. (B)(4).

Event description:
It was reported that the physician implanted the pump in the patient's back instead of her abdomen. The patient noted she has had trouble ever since the pump was implanted in her back, and her back hurts more and had been hurting all the way up her spine. The patient was admitted to the hospital in (B)(6) because she thought she was having an acute pancreatic attack and it was determined she had an aortic aneurysm. The patient experienced 'terrible pain' in her spine. The patient stated the pump was uncomfortable and stuck out of her back an inch. The patient could not lie on that side and it hurt at the site of the catheter all the way up her spinal cord. The patient also noted there was a 'big lump where the catheter goes into my spine,' and she had been having 'really funny symptoms like it's something that is affecting my central nervous system.' She reported symptoms of feeling 'totally wired,' her limbs had been shaking 'uncontrollably,' and she was 'not thinking straight.' The patient also noted that she was 'really sick' and her blood pressure was high because she did not have any pain relief. At first, the patient thought the pump was helping a little, but if the patient did not take oral medication, she was in terrible pain. The patient was being given oral opiates. The next refill date was noted to be in (B)(6) and the patient was trying to find a new pain physician so she could be released from a rehabilitation facility. The patient noted there was very little drug in the pump because they have been cutting it down so they could remove it. She was scheduled to have the pump removed in (B)(6); however, had contracted pneumonia and the surgery was postponed. The drug in the pump was morphine. Additional information has been requested, but was not available as of the date of this report.